Event description:
Related to medical device manufacturer's report# 3004742232-2009-00030. It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection and perforation occurred. This procedure was performed in the operating room under general anesthesia. Via an antegrade stick, the physician crossed the 17cm long, calcified lesion in the posterior tibial artery (pta-rvd 3mm) using a 6f introducer sheath and a viperwire guide wire. An arteriogram revealed a long dissected vessel segment after wire had crossed the lesion, yet the physician attempted an orbital atherectomy with a 1.5mm solid crown diamondback oad across the proximal and mid-portion of the pta. The oad bogged down at low speed twice. The speed was increased to medium and bogged down again during the second run, then stalled. Once stalled, the oad could not be backed out over the wire. An arteriogram revealed a dissection as well as a small perforation. The oad and wire were removed as a unit and the physician was unable to re-wire the vessel and elected to abandon the procedure. He reversed the heparin with protamine. The guide wire and sheath were removed and a closure device applied to the left groin for closure. The patient returned to the recovery room in stable disposition. The foot was inspected and found to be warm with good capillary refill. There remained a biphasic anterior tibial and dorsalis pedis doppler signal and a monophasic posterior tibia at the completion of the procedure.